Event description:
A baxter engineer reported a pump with failure code 570:320. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 10 2007. Evaluation summary: the reported condition of failure code 570:320 was not confirmed and could not be duplicated during service, however, the pump's batteries were found to have 1 battery discharge below the alarm threshold during service and were therefore replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.